Manufacturer narrative:
In the case description, the user mentioned having low bgs while using the system. The physical controller was not returned for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found no evidence of over delivery of insulin. The phb data showed that the agc algorithm was able to appropriately adapt the suggested insulin based on egvs and user input. The algorithm was not found to suggest insulin while egvs were below 60 mg/dl and only suggested insulin while egvs were below 75 mg/dl when a sharp increase in egvs was predicted, which is expected behavior of the system. The logs showed that all boluses delivered were programmed using carb and bg entries and were confirmed by the user, indicating intentional delivery of insulin. The system was found to function as intended.

Event description:
It was reported that the patient was out of it and had blood glucose (bg) values that dropped to less than 70 mg/dl. The pod was worn longer than 48 hours on the arm. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.